Event description:
It was reported that the ureteral stent package (4.7fr. X 26cm) has different specifications from the outer packaging (6fr. X 26cm).

Manufacturer narrative:
The reported event is confirmed. Visual evaluation noted received 1 ureteral stent in opened packaging. It was evidenced that the stent has 4.7fr x 26cm however the packaging indicates 6fr x 26cm. Root cause is product mix potentially occurred during an incorrectly segregated and returned material process in combination with a poorly performed line release. Labeling review, and DHR review are not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ureteral stent package (4.7fr. X 26cm) has different specifications from the outer packaging (6fr. X 26cm).